Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid was noted on the pneumatic back-plane pc board. The pc board was replaced, and after successful tests the ventilator functioned normally and was cleared for clinical use. The pneumatic back-plane pc board was returned for investigation and the reported pre-use check failure could be duplicated. The root cause of the reported failed pre-use check was the liquid contamination on the pneumatic back-plane pc board. The origin of the liquid is unknown. Liquid/moisture on the pc boards can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).